Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd needle 27ga 3/4in the needle tip was discovered to be broken off. The following information was provided by the initial reporter: needle was used for punction of knee. The injection was painful and it was hard to penetrate the skin. Upon examination of the needle it was identified that the needle was broken and was missing the tip.

Manufacturer narrative:
H.6. Investigation: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported while using bd needle 27ga 3/4in the needle tip was discovered to be broken off. The following information was provided by the initial reporter: needle was used for punction of knee. The injection was painful and it was hard to penetrate the skin. Upon examination of the needle it was identified that the needle was broken and was missing the tip.